Event description:
A malfunction alarm identified as malf 0 was reported, but no notable events occurred prior to this issue. Blood glucose did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted the customer with the process, and confirmed the malfunction did not recur afterward. The customer was advised to continue using the pump and to report back if the issue reappeared, which they acknowledged and understood.